Event description:
No additional event information at the time of this report.

Manufacturer narrative:
The associated implant was returned but the driver was not. Therefore, the reported event could not be verified. Based on the evaluation, implant malfunction has not occurred and driver tip malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the driver tip as the lot number was unknown. Additionally, a year-long complaint history review was performed by item (iipdtul) and no other complaints about nonconforming products were identified. Functional testing was performed using applicable in-house driver tip. The devices were able to engage, retain and disengage as normal. Therefore, the reported event could not be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are user error or failure to transfer implant from sterile environment to patient in accordance with IFU and due to inadequate handling by clinician of staff. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number and UDI number unknown / not provided. Device manufacture date unknown.

Event description:
It was reported that the driver tip was not engaging and the implant hex was stripped. Implant was removed. Tooth location #19.